Event description:
Heartmate 3 left ventricular assist device (lvad) patient with recent history of strep bacteremia (diagnosed 6 weeks prior) presents with intracranial hemorrhage in the right parietal region, resulting in mild aphasia and left upper extremity (lue) weakness. International normalized ratio (inr) was 1.9 on admission and was urgently reversed. Cerebral angiogram revealed mycotic aneurysm which required coiling. Patient was discharged with asa 81 and coumadin.